Event description:
It was reported that the customer was experiencing high blood glucose of 559 mg/dl which was treated with a bolus delivery from the insulin pump. The customer stated that they did not have a backup plan. Troubleshooting was performed and it was noted that the drive support cap was protruded. The time and the date were programmed incorrectly. The customer stated that they use the infusion set for five days, which they were advised against. In the alarm history there was a button error alarm present. Insulin did exit during manual prime and fixed prime processes. The customer reported that they wear a pacemaker and that they use u500 insulin. They were advised that it was an off label use. The customer was advised that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All of the buttons responded properly. No button error alarms or keypad anomalies were noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.